Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 24 x 3.50mm promus premier drug-eluting stent was selected for used to treat the lesion; however, shaft broke before use. No patient complications were reported since it was not used.